Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the returned device was visually inspected. Results: our records indicate that this is the only complaint of this nature for the given lot number. A heaterwire pin on the inspiratory limb of the rt225 breathing circuit was bent, preventing a heaterwire adaptor from being connected. The pin was most likely bent during the manufacturing process and not detected prior to shipping. Improvements have been made to our manufacturing equipment since june 2007. The reported lot number for the rt225 breathing circuit was prior to the improvements. Conclusions: the device was out of specification. We are aware of other similar reports for infant breathing circuits with an incident rate of 0.002% worldwide for the last year.

Event description:
A hospital in a foreign country reported that they could not connect a heaterwire adaptor to a rt225 infant bias flow breathing circuit kit, because the heaterwire pins were bent. No patient consequence was reported.